Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose (bg) was as high as 600 mg/dl which was addressed with syringe boluses. A new cartridge was loaded and the pump performed as intended. Insulin delivery was resumed.